Event description:
This case is a solicited report from the united states regarding a report received from a consumer via a specialty pharmacy. The patient was a (B)(6) year old female who first received tyvaso (treprostinil) on (B)(6) 2012 for primary pulmonary hypertension. Inhaled treprostinil dosage was 54 micrograms (mcg) (nine breaths), four times daily at the time of the event. On an unspecified date, the patient noted that the optineb was coming apart at the seam, and she noticed sparks when she tried to use it. Device manufacture date: 11/01/2012.